Event description:
Report received of an overdelivery. The pump was programmed in the continuous mode to deliver 230ml of an unspecified concentration of fluorouracil at a rate of 5ml/hr. The 240ml container was reported empty after 45 hours instead of the expected 46 hours. The customer reported no adverse pt effects. Though requested, no further info was available.